Event description:
The customer reported ECG input had problems falling out. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative evaluated the pump and was unable to duplicate the event reported, however replaced the cable assembly external monitor connector. The iabp was tested to factory specifications. It functioned normally and was returned to the customer. The ECG cable assembly input was evaluated at the mfg facility at (B)(4). The failure could not be duplicated and therefore was not confirmed. (B)(4).